Event description:
It was reported that during a follow-up visit, the right atrial (ra) lead was found to be dislodged. It was noted that the patient had started physical therapy sessions around the time of dislodgement. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).